Event description:
It was reported that during testing conducted by a manufacturer field service technician, the drill attachment heated up. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill attachment was received by the manufacturer, however, the overheating failure could not be replicated. Internal components were evaluated, which revealed corroded bearings. The presence of corrosion can lead to increased friction among rotating components, resulting in heat being generated. The drill attachment could not be repaired and therefore, was not returned to the user facility.